Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver called on behalf of a customer who reported that the adc freestyle libre sensor "did not penetrate the skin because the needle was bent" and was therefore unable to monitor his/her glucose levels. Customer experienced a loss of consciousness and had contact with a healthcare professional who administered unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A caregiver called on behalf of a customer who reported that the adc freestyle libre sensor "did not penetrate the skin because the needle was bent" and was therefore unable to monitor his/her glucose levels. Customer experienced a loss of consciousness and had contact with a healthcare professional who administered unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information - section h4 (device manufactured date) has been updated based on returned product download. Partial product has been returned and investigated for senor (B)(6). The applicator and sensor pack has been returned. Visual inspection on the applicator has been performed and no damage was observed. The applicator had been fired but the sharp was loose. Performed visual inspection on the returned sensor patch and no issues were observed. The investigator observed the sensor pack lid was not completely peeled and unable to perform further investigation. Therefore, the issue is not confirmed to use. The npr investigation was conducted for every unit (sensor, applicator, and sensor pack) to ensure no issues were observed prior to the product being returned.

Event description:
A caregiver called on behalf of a customer who reported that the adc freestyle libre sensor "did not penetrate the skin because the needle was bent" and was therefore unable to monitor his/her glucose levels. Customer experienced a loss of consciousness and had contact with a healthcare professional who administered unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.